Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the first device used on the patient; see MDR no. 3013394970-2018-00504 for the second device reported that was used on the same patient.

Event description:
The user facility reported that the operator used a 6fr angio-seal device to close a puncture site. However, he found that the sheath and locator assembly failed to be inserted into the artery over the mini guidewire. After a few attempts, he decided to replace the angio-seal with a new angio-seal device. However, the operator still experienced the same difficulty of inserting the sheath and locator assembly over the mini guidewire. The operator then decided to revert to manual compression. Hemostasis was achieved with no complication reported. The patient was reported to be safe. The procedure outcome was successful. Additional information was received on 7/29/18: the procedure that was being performed was an angioplasty through the femoral artery. The procedure sheath size was a 6fr. There was no pre deployment angiogram performed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6 fr angio-seal vip was returned for evaluation. The hemostasis sheath mated with the arteriotomy locator, the polyfoil pouch and the carrier tube assembly were returned. Microscopy inspection revealed that the arteriotomy locator and the hemostasis sheath holes were not appropriately aligned. Further microscopy confirmed that the hemostasis sheath and arteriotomy locator had not been properly mated. The arteriotomy locator and hemostasis sheath were then attempted to be mated. There was both an audible and tactile snap and the two components could be properly mated with the blood inlet holes in proper alignment. A guidewire was acquired to conduct functional testing. The sheath and locator were not able to be loaded onto the guidewire without resistance present. The locator and arteriotomy locator were then subjected to fluoroscopy where blockages were noted. The locator was cut open to find that dried bloodlike substance was the blockage that prevented the insertion. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation the arteriotomy locator and hemostasis sheath were returned not appropriately mated which likely led to the insertion difficulties experienced when inserting the device over the guidewire and into the patient. Blockages were noted within the arteriotomy locator and hemostasis sheath; however, these blockages were composed of blood and would likely not have contributed to the insertion difficulties experienced in the reported event. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the DHR review and to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.